Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the pacing lead exhibited high impedance. It was also noted that when the lead was removed and upon visual inspection tissue was observed at the tip of the helix. The lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.